Event description:
Customer reported that her blood glucose readings are currently over 600 mg/dl and had to disconnect due to possible diabetes ketoacidosis. Customer stated that she will call us back. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.